Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (0.7 x 19 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: material no:382512 batch no: unknown. We have had some issues over the last couple of months with our needles. They don't lock all the time and it has started happening more frequently.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (0.7 x 19 mm). Device expiration date: unknown. Device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (0.7 x 19 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: material no:382512, batch no: unknown. We have had some issues over the last couple of months with our needles. They don't lock all the time and it has started happening more frequently.